Event description:
Richard edwards reported multiple issues with his device, including a broken case, rapidly depleting battery requiring daily charging, scratched screen, and unresponsive screen, especially when accessing the pump. There was no adverse impact on the customer¿s blood glucose level. The customer is out of warranty and is in the process of obtaining a new device, with no follow-up required from technical support.